Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, h2, h4, h6, h11

Event description:
No additional information received from the customer

Manufacturer narrative:
An endoscopic support specialist discussed with the customer that olympus repair center does use a non-toxic black powdered lubricant during some repairs and sometimes it can be found in recently repaired scopes, but it's usually washed out on the first reprocessing cycle. Additionally, the recent repair on this scope did not include a repair that usually involves the black powdered lubricant, so we can't be certain this is what it was. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black residue was found inside the scope biopsy channel of the gastrointestinal videoscope after it was returned from the olympus repair center. The scope was returned from the repair center (and after reprocessing, the scope was "resi" tested (verify resi-test slide-thru cleaning process protein indicator by steris) and the testing brush came out of the channel with black residue. The customer reported that the scope needed to be reprocessed twice for the black residue to be cleaned thoroughly. Scope was not used on a patient.